Event description:
The customer reported that the cartridge was not fitting properly on the pump, with an issue that the cartridge wasn't fully snapped into place. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to remove the pump case and clean the pneumatic tap area using an alcohol wipe or lint-free cloth. After removing obstructive o-rings, the customer was able to successfully load a new cartridge and resume insulin therapy with assistance from technical support through a follow-up call.